Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "attempted to administer intravenous antibiotics though braun infusomat space pump (red pump - ccu specific). Device failure - pump not recognising that infusion was not being administered. Pump would count down volume to be infused, but when pump alarmed to say end of infusion. Full infusion was still left in the bag. The night shift was busy - the pump probably alarmed and another member of staff presumed the infusion had gone though and turned the pump off. A few hours went by before realising that antibiotics had not been infused. Restarted infusion again - first rechecked cannula patency with saline flush (flushed with no concern) and restarted infusion with same pump. 20 minutes into infusion - realised that medication was still not being administered - pump was swapped to one that worked correctly. Antibiotics were given late as a result of pump failure." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing was missing. The device shows age related signs of wear and tear and was slightly dirty. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 3,00%. 2.6 the device was disassembled, and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.